Event description:
It was reported by the caller, a clinical account specialist, that a reprocessed soundstar® catheter had a catheter sensor error (error#6150) displayed on the carto® 3 system. Disconnected and reconnected the catheter and the error cleared on the carto® 3 system but the ultrasound system began to freeze intermittently and a probe disconnected error was displayed. The catheter was replaced and the issue was resolved. The case continued. A replacement catheter was requested. It was also reported by the caller that during an atrial fibrillation case, a pericardial effusion was noticed. The caller reported there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound scan with the soundstar® catheter. The caller reported that the medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The caller added that they were going transseptal with a versacross¿ transseptal sheath and wire from baylis when the issue happened. No ablation was completed. The following bwi devices were in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).